Event description:
The dbs (deep brain stimulation) system showed high impedance (>40000 at 3v) on the left side. Intraoperatively, impedances had appeared out of range. The physician did a few attempts of disconnecting and reconnecting the extension and neurostimulator but impedances remained high. There was no pt injury. No action was taken. The pt was "well, but with no stimulation effect on left side".